Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade (CT) that required drainage. During the procedure, cardiac tamponade was noted. It necessitated epicardial puncture with subsequent drainage. Additional information was received which indicated that the event was discovered during atrial fibrillation procedure. The patient fully recovered with no extended hospitalization required. The patient did not require cardiac surgery. Transeptal puncture was performed with biosense webster heartspan needle. Prior to noting the CT, ablation was performed, and no evidence of steam pop. There was no error message observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of the adverse event was that it was procedure related.